Event description:
It was reported that the patient had a potential lead break, probably caused by fall attacks. High impedance was recognized at a visit and x-rays confirmed the lead break. The exact event date was not reconstructible, per the physician, as the patient falls regularly. Seizure rate is constant, but mood and behavior is worsening. Revision was planned. The physician believes the event is related to vns and stated that two x-rays showed an electrode break. The device was disabled (turned off to 0 ma) when the lead break was discovered on (B)(6) 2013. Review of the x-rays by the manufacturer indicated the following: the generator x-rays were not provided. The lead images showed a clear lead break not far from the electrodes area. A strain-relief bend is present, but there is no the strain-relief loop made. Two tie-downs were used as indicated in the labeling. No clear sharp angles were found but a visible lead break was found. Based on the assessed images, the cause for the reported high impedance is a lead break. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m102, sn (B)(4) and the lead m302-20, sn (B)(4) passed all functional tests prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays. Review of x-rays indicate that a lead break is suspected. Device failure is suspected, but did not cause or contribute to a death or serious injury.